Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer declined troubleshooting with tandem technical support so no additional information could be gathered. There was no reported adverse impact to the customer's blood glucose level.